Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated for the peritonitis with injection (inj) reflin (1g per day, route not reported), inj ceftazidime (1g per day, route not reported) and heparin (25000 iu-international units, 5 ml, three times a day, route not reported). Two days after being admitted, the patient was discharged from the hospital. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Antibiotic treatment and dianeal therapy were reported to be ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).